Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the customer went through the load process and inadvertently repeated the fill tubing while connected to the site and delivered insulin to themselves. The customer's blood glucose was 42 mg/dl. The customer consumed glasses of juice and candy. During follow up with tandem technical support, the customer stated that their blood glucose level was 78 mg/dl and did not need further assistance.